Manufacturer narrative:
Sample not received. Ap1284 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class at the site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The complaint intake, triage, investigation (citi) customizable search was performed: none of the complaints were confirmed to have a manufacturing process root cause for a complaint. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were two attribute defects recorded for this lot on 01mar2019 for product did not meet design intent; bond #2 was cleaned and the glue head was cleaned with wax, brushed, and purged; there was one attribute defect recorded on 03mar2019 for a dead cell; pump b1 was changed and calibrated to resolve the issue. There were no variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6 degree c - 41.6 degree c) effective: 07nov2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. The visual inspection of a retain sample included one carton and the two pouched wraps inside. There were no obvious defects found on carton or pouched wraps. The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burns.

Event description:
I did get burns on my neck [thermal burn], I love thermacare but some of mine were too hot [device issue], used 3 to 6 individual thermacares a day/used heatwrap directly against skin, cut off the extra length and I pin it on the back of my t shirt [device use error], I have nerve damage and thermacare is the only thing that works for me [device use issue]. Case narrative: this is a spontaneous report from a contactable consumer. A currently (B)(6) patient of unspecified gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ap1284, expiration date 31jan2022) from an unspecified date for back pain, chronic pain and nerve damage. Medical history included disability (patient was a person with disability, acquired disabilities), injury from 2001 that was 20 years and it was almost 19 and allergies. The patient's concomitant medications were not reported. The patient previously took epinephrine and experienced allergies to epinephrine, morphine and experienced allergic to morphine, opioids and experienced allergic to opioids and anaphylactic shocks, sulfur and experienced allergies, paracetamol (tylenol) and experienced allergies, phthalates and experienced allergies. On an unspecified date, the patient reported he was calling in reference to the product recall. The reporter stated they had nerve damage and thermacare was the only thing that worked. They stated they used 3 to 6 individual thermacare heatwraps a day due to chronic pain conditions. The patient stated "I know that sometimes it got too hot and burnt my neck but that was because it was directly on my skin and I adjusted my use. So I have to have a layer of clothes between skin and the wrap. I cut off the extra length and I pin it on the back of my t-shirt and then I put on another t-shirt and that is the way I can control the heat but they are still very hot." The patient underwent lab tests and procedures which included blood test. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product complaint group provided following investigation result: sample not received. Ap1284 is the only lot within the scope of this investigation. Thermacare lots are produced as individual lots. An evaluation of the complaint history confirms that this is the first complaint for the sub class at the site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The complaint intake, triage, investigation (citi) customizable search was performed: none of the complaints were confirmed to have a manufacturing process root cause for a complaint. Review of the device history record (DHR) for this lot concludes all release requirements were met. The review of the manufacturing attributes and variables quality checks associated with this lot indicates that all required in process inspections were performed and all inspection criteria were met. There were two attribute defects recorded for this lot on 01mar2019 for product did not meet design intent; bond #2 was cleaned and the glue head was cleaned with wax, brushed, and purged; there was one attribute defect recorded on 03mar2019 for a dead cell; pump b1 was changed and calibrated to resolve the issue. There were no variable defects recorded for the lot. Thermal data for the lot shows all wraps met the required wrap lot average temperatures (37.6 degree c - 41.6 degree c) effective: 07nov2018. This DHR has been reviewed from a manufacturing perspective. There are no known site investigations associated with this lot involving wrap temperatures. The visual inspection of a retain sample included one carton and the two pouched wraps inside. There were no obvious defects found on carton or pouched wraps. Follow-up from product quality complaints on 31oct2019 provides the following: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burns. The cause of the consumer stating the wraps were causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Final confirmation status: not confirmed. Product quality complaints provided severity of harm rating: s3. Follow up (18jul2019): new information received from the product quality complaint group includes updated lot number and expiration date. Follow-up(10aug2019): new information received from the product quality complaint group includes updated lot number. Follow-up (25sep2019): follow-up attempts are completed. No further information is expected. Follow up (14aug2019): new information received from the product quality complaint group includes updated lot number (from ap128403 to ap1284), and investigation results. Follow up (31oct2019): new information from product quality complaint group includes: additional investigation results and severity rating (s3). This follow-up upgrades to the case to a serious, reportable malfunction MDR. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events thermal burn, device issue, device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device. Comment: based on the information provided, the events thermal burn, device issue, device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event device use issue is non-serious. The events are medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term]. Used 3 to 6 individual thermacares a day/used heatwrap directly against skin, cut off the extra length and I pin it on the back of my t shirt [device use error], I did get burns on my neck [thermal burn], I love thermacare but some of mine were too hot [device issue], I have nerve damage and thermacare is the only thing that works for me [device use issue]. Narrative: this is a spontaneous report from a contactable consumer. A currently 65-year-old patient of unspecified gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ap1284, expiration date 31jan2022) from an unspecified date for back pain, chronic pain and nerve damage. Medical history included disability (patient was a person with disability, acquired disabilities), injury from 2001 that was 20 years and it was almost 19 and allergies. The patient's concomitant medications were not reported. The patient previously took epinephrine and experienced allergies to epinephrine, morphine and experienced allergic to morphine, opioids and experienced allergic to opioids and anaphylactic shocks, sulfur and experienced allergies, paracetamol (tylenol) and experienced allergies, phthalates and experienced allergies. On an unspecified date, the patient was calling in reference to the product recall. The reporter stated they had nerve damage and thermacare was the only thing that worked. They stated they used 3 to 6 individual thermacare heatwraps a day due to chronic pain conditions. The patient stated "I know that sometimes it got too hot and burnt my neck but that was because it was directly on my skin and I adjusted my use. So I have to have a layer of clothes between skin and the wrap. I cut off the extra length and I pin it on the back of my t-shirt and then I put on another t-shirt and that is the way I can control the heat but they are still very hot." The patient underwent lab tests and procedures which included blood test. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product complaint group provided following investigation result: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burns. The cause of the consumer stating the wraps were causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (24 months). Product quality complaints provided severity of harm rating: s3. Sample not received. Follow-up from product quality complaints on (B)(6) 2020 provides the following: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "some wraps were too hot". The cause of the consumer stating the wraps were too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trends were identified for the batch. The returned sample was not available for evaluation by the site. The product quality for the batch is not impacted by this complaint. An emerging trend for lbh product for the subclass was noted. Pr(B)(4) was completed to identify a root cause for the trend of the subclass too hot. Pr(B)(4) identified the increase in complaints received in (B)(6) 2019 for lbh was due to the recall in april 2019 for lbh batches s97473, s00639, s23902, w37940. Follow up (18jul2019): new information received from the product quality complaint group includes updated lot number and expiration date. Follow-up(10aug2019): new information received from the product quality complaint group includes updated lot number. Follow-up (25sep2019): follow-up attempts are completed. No further information is expected. Follow up (14aug2019): new information received from the product quality complaint group includes updated lot number (from ap128403 to ap1284), and investigation results. Follow up (31oct2019): new information from product quality complaint group includes: additional investigation results and severity rating (s3). This follow-up upgrades to the case to a serious, reportable malfunction MDR. Follow-up attempts are completed. No further information is expected. Follow-up (27jul2020): new information received from the product quality complaint group includes investigational results. No follow-up attempts are needed. No further information is expected.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burns. The cause of the consumer stating the wraps were causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (24 months). Product quality complaints provided severity of harm rating: s3. Sample not received. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "some wraps were too hot." The cause of the consumer stating the wraps were too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trends were identified for the batch. The returned sample was not available for evaluation by the site. The product quality for the batch is not impacted by this complaint. An emerging trend for lbh product for the subclass was noted. Pr(B)(4) was completed to identify a root cause for the trend of the subclass too hot. Pr(B)(4) identified the increase in complaints received in may 2019 for lbh was due to the recall in april 2019 for lbh batches s97473, s00639, s23902, w37940.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burns. The cause of the consumer stating the wraps were causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (24 months). Product quality complaints provided severity of harm rating: s3. Sample not received. The root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "some wraps were too hot". The cause of the consumer stating the wraps were too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trends were identified for the batch. The returned sample was not available for evaluation by the site. The product quality for the batch is not impacted by this complaint. An emerging trend for lbh product for the subclass was noted. (B)(4)was completed to identify a root cause for the trend of the subclass too hot. (B)(4)identified the increase in complaints received in may 2019 for lbh was due to the recall in april 2019 for lbh batches s97473, s00639, s23902, w37940.

Event description:
Event verbatim [preferred term]. Used 3 to 6 individual thermacares a day/used heatwrap directly against skin, cut off the extra length and I pin it on the back of my t shirt [device use error], I did get burns on my neck [thermal burn], I love thermacare but some of mine were too hot [device issue], I have nerve damage and thermacare is the only thing that works for me [device use issue]. Narrative: this is a spontaneous report from a contactable consumer. A currently 65-year-old patient of unspecified gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number ap1284, expiration date 31jan2022) from an unspecified date for back pain, chronic pain and nerve damage. Medical history included disability (patient was a person with disability, acquired disabilities), injury from 2001 that was 20 years and it was almost 19 and allergies. The patient's concomitant medications were not reported. The patient previously took epinephrine and experienced allergies to epinephrine, morphine and experienced allergic to morphine, opioids and experienced allergic to opioids and anaphylactic shocks, sulfur and experienced allergies, paracetamol (tylenol) and experienced allergies, phthalates and experienced allergies. On an unspecified date, the patient was calling in reference to the product recall. The reporter stated they had nerve damage and thermacare was the only thing that worked. They stated they used 3 to 6 individual thermacare heatwraps a day due to chronic pain conditions. The patient stated "I know that sometimes it got too hot and burnt my neck but that was because it was directly on my skin and I adjusted my use. So I have to have a layer of clothes between skin and the wrap. I cut off the extra length and I pin it on the back of my t-shirt and then I put on another t-shirt and that is the way I can control the heat but they are still very hot." The patient underwent lab tests and procedures which included blood test. Action taken with the suspect product was unknown. Clinical outcome of the events was unknown. Product complaint group provided following investigation result: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports wrap caused burns. The cause of the consumer stating the wraps were causing burns is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. An evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event/serious/unknown received at the albany site requiring an evaluation for this batch. On the basis of this evaluation, a trend does not exist for this batch. An evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi customizable search, there is not a trend identified for the subclasses of adverse event/serious/unknown, adverse event safety request for investigation and adverse negligible-minor for lbh products the data did not show an increase over time (24 months). Product quality complaints provided severity of harm rating: s3. Sample not received. Follow-up from product quality complaints on (B)(6) 2019 provides the following: the root cause category is non assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports "some wraps were too hot". The cause of the consumer stating the wraps were too hot is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of the batch device history record, in process attributes and variable quality checks or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. No trends were identified for the batch. The returned sample was not available for evaluation by the site. The product quality for the batch is not impacted by this complaint. An emerging trend for lbh product for the subclass was noted. (B)(4) was completed to identify a root cause for the trend of the subclass too hot. (B)(4) identified the increase in complaints received in may 2019 for lbh was due to the recall in april 2019 for lbh batches s97473, s00639, s23902, w37940. Follow up (18jul2019): new information received from the product quality complaint group includes updated lot number and expiration date. Follow-up(10aug2019): new information received from the product quality complaint group includes updated lot number. Follow-up (25sep2019): follow-up attempts are completed. No further information is expected. Follow up (14aug2019): new information received from the product quality complaint group includes updated lot number (from ap128403 to ap1284), and investigation results. Follow up (31oct2019): new information from product quality complaint group includes: additional investigation results and severity rating (s3). This follow-up upgrades to the case to a serious, reportable malfunction MDR. Follow-up attempts are completed. No further information is expected. Follow-up (09sep2019): new information received from the product quality complaint group includes investigational results. No follow-up attempts are needed. No further information is expected. Follow-up (09sep2019): this case is being submitted to notify that the follow-up information previously considered to have been initially received by the company on 27jul2020 was instead received on 09sep2019.